Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the inferior vena cava. The atrial lead was re-positioned but during extubation the patient coughed and the lead fell out. The lead was re-positioned again and displayed adequate impedances, sensing and thresholds. No patient complications have been reported as a result of this event.